Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in clinc with myopotential over-sensing on the right ventricular lead. Fluoroscopy at a (B)(6) 2020 visit revealed no anomalies. Patient's device underwent programming changes during the same visit. Patient was stable after the event.